Event description:
Male patient with primary open angle glaucoma in the right eye undergoing treatment with nidek laser. During treatment, laser stopped firing and the procedure had to be aborted. Patient re-schedule to complete treatment.